Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data was collected and analyzed. Analysis of the data indicated the battery impedance trend was rising. Recommended replacement time (rrt) was triggered on (B)(6) 2016. Due to impedance. Daily battery trend data shows a gradual rise in and noisy battery impedance. An early rrt alert was triggered without corresponding battery depletion. (B)(4).

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited early battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.